Manufacturer narrative:
The reporter provided three lot numbers, however cannot specify which lot was involved in the event. Further information has been requested. The investigation is on going.

Event description:
It was reported by a user facility in spain that during use the needle was painful and hard to advance through tissues. The patient experienced retrobulbar hemorrhage. Immediate compression was applied and the surgery was suspended. The patient was treated with retrobulbar injections of lidocaine and bupivacaine and has since recovered.

Manufacturer narrative:
Correction: type of investigation: 4114 updated to 4115 the reporter provided three lot numbers, however they cannot confirm which lot was involved in the event. Product was confirmed to be discarded. The lot for all three reported lots were reviewed and the lot history, trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The most probable root cause was determined to be damage to the tip of the needle either during removal at point of use or during the inspection process. The inspection conditions will be updated to reduce the risk of damage during inspection and handling. No corrective action required.